Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The device functioned properly, but hemostasis was not achieved after advancing the knots. The patient was taken for surgical closure of the arteriotomy. The vascular surgeon noted that the sutures had caught only the fascia and were not down at the arterial level. Two sutures were placed to close the arteriotomy. The device was not returned to the MFR and was not available for evaluation. The lot number also was not provided. However, the report from the field indicated that the device did not malfunciton. Assuming marking was adequate, a fascial close could indicate either that the device was moved at some point between marking and needle deployment, or that the knots were not advanced fully to the artery. In this case, it is likely that user error contributed to the event.